Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while surgeon was doing a revision of non stryker product, when the surgeon tried to pass the wire through the device, the white handle broke in half. Pieces were recovered and there was no delay or adverse consequence to patient or user and surgery completed.

Manufacturer narrative:
An event regarding an intraoperative dall miles passer handle fracture was reported. The event was confirmed. Method & results: -device evaluation and results: the device was received without the handle. -medical records received and evaluation: not performed as no medical records were received. -device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the referenced lot. Conclusions: the event was confirmed but the root cause could not be identified as the handle subcomponent was not returned for evaluation with the device. No further investigation for this event is possible at this time as no sufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that while surgeon was doing a revision of non stryker product, when the surgeon tried to pass the wire through the device, the white handle broke in half. Pieces were recovered and there was no delay or adverse consequence to patient or user and surgery completed.